Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, after approximately 3 hours, venous air alarms occurred which could not be resolved. The treatment was discontinued and the extracorporeal blood set was discarded resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to air in the extracorporeal blood circuit. The exact source of the air is not known. It is unlikely related to the disposable cartridge since the alarms did not occur until three hours after the start of the treatment. The user's guide includes adequate instructions for troubleshooting air alarms and manual recovery of air. There have been no similar problems reported subsequent to this event. Facility staff were notified. Nxstage medical considers this report closed.